Event description:
A customer reported experiencing a minimum fill notification and mentioned that this issue had been ongoing for two months. There was no adverse impact to the customer¿s blood glucose level. The customer attempted to load a new cartridge, and after cleaning the pneumatic tap area on the pump with an alcohol wipe as advised by technical support, they successfully loaded a cartridge and resumed insulin delivery.